Event description:
The surgeon did not check the placement of the capsulotomy on to the oct scans as instructed by manufacturer. Consequently, the cuts were misplaced in regards to the lens. This led to a posterior rupture of the capsulotomy.